Manufacturer narrative:
Information references the main component of the system and other applicable components are:product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported feeling a periodic, stinging sensation that felt like a bug stings her. Patient said the stinging was momentary and sometimes she felt it 2 or 3 times and then stopped for a while, 2 or 3 days, then stings again. Patient stated her gynecologist wanted her to turn stim off and leave it off, and then turn it back on, to see if that resolves the stinging. The patient stated event started about 2 months ago. The patient's indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received later indicated that stinging sensation has not been resolved. They turned the device off for a week and patient did not know the cause that led to the stinging sensation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.